Event description:
It was reported that during a stent graft procedure of a stenosis of a forearm a-v graft, the stent graft could not be deployed at the apex of the a-v graft; therefore, it was exchanged over the wire for a new stent graft that was prepped and advanced to the stenosis of the a-v graft. However, the stent graft could not be deployed at the apex of the a-v graft; therefore, it was exchanged over the guide wire for a new stent graft that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The gray outer sheath was elongated and stretched at the catheter reinforcement area. The stent graft was partially deployed and protruded approximately 8mm from the tip of the outer catheter. An attempt to deploy the stent graft was not successful, as the inter catheter could not be moved relative to the outer sheath. One fluoroscopic image was reviewed and contrast was visible in the image. Failure of the stent graft to deploy cannot be confirmed from the image provided. The investigation is confirmed for partial deployment based on the condition of the returned device. The definitive root cause could not be determined based upon available information.